Event description:
Vanishpoint syringe needle did not retract after administration of insulin injection. The nurse who gave the injection did not sustain a needlestick. No patient tissue characteristics that would hamper needle retraction were identified. The nurse involved in the incident has been giving insulin injections daily for over a year without any problems. No training issues identified.